Event description:
Information received a smiths medical suction/portex catheters suctionpro 72 was being implemented during critical care. The report described a patient ventilated on pressure-controlled ventilation mode when experienced an episode of desaturation. This in turn caused an increased peak airway pressure and remarkable drop of exhaled minute ventilation occurred. Clinician ruled out kinking, displacement, disconnections, and leaks. Then discovered a incomplete withdrawal of the suction catheter was then noted with a part of the suction catheter still present inside the tube. The clinician notes that in this case,the suction tube? Incomplete removal would decrease airway diameter causing rise in airway resistance and a decrease in delivered tidal volume as experienced by the patient. Concerns were addressed with covid and requiring a lot of personal protective equipment and googles fogging, which hampers visual field. Suggestions of color coding as the tip of the suction catheter cannot be easily identified in the modified t-piece adaptor of the device.